Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced elevated blood glucose reported at 266 mg/dl after insulin delivery stopped due to running out of insulin, and the user delayed replacing supplies until after a nap; customer care provided education on timely supply changes and guided a supply change, after which delivery resumed. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included recovery of glucose to within target range and continuation of therapy without hospitalization or alternative therapy. Investigation included customer care troubleshooting and user education. Investigation of this case revealed user error related to insulin depletion and delayed cartridge/infusion set change; the device and associated components functioned as designed once supplies were replaced. It was concluded, based on previously established findings for similar reports, that the cause was use error.